Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring broke in half and fell into the tunnel while using the hemopro device. The piece was retrieved through the original incision. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the c-ring was broken along the center piece. The scope wash tubing and half of the c-ring were not returned. The c-ring assembly was inspected under a microscope and it was determined that it was melted along the center. This is consistent with the application of heat with the hemopro tool. Based upon the eval results, the reported complaint was confirmed. Internal file number - (B)(4).